Event description:
A health care provider (hcp) reported via a manufacturer representative that the thyroidectomy case started and the routine electrode check was done and both vocalis 1 and 2 checked green. About 45 minutes into the procedure, the nerve monitoring device started making a lot of noise specifically from vocalis 1. This continued intermittently for 4-5 minutes. Another electrode check was done and vocalis 1 was not passing the electrode check. Anesthesia came in to check the tube. She never moved the position of the tube inside the patient, but simply externally moved the tube slightly and the electrode check passed. The procedure continued fine from there and things were normal. The surgeon stated that this is something that happens periodically. There was no delay in the procedure as a result of this event. The procedure was completed with the reported product. There was no patient injury.

Manufacturer narrative:
H3: analysis of the returned device found visually, there were no defects or anomalies in the construction of the device. Functionally, a continuity test was performed to ensure each electrode met the requirement of being under 200 ohms, per the assembly drawing. The measured values were 59 ohms (blue), 36.2 ohms (blue with white stripe), 42 ohms (red), and 46 ohms (red with white stripe). There were no shorts between circuits or intermittent behavior while manipulating the circuits. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.